Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited some respiratory rate trend feature oversensing on the right ventricular (rv) lead that deactivated the signal artifact monitor. Review found that the impedances in the episodes (and over the last year) were all within normal range for the rv channel. This patient does not have an atrial lead implanted with this system, thus the high impedances on the right atrial lead was appropriate per configuration with daily measurement testing continuing to run. They discussed the possibility of this being emi noise, but review indicated evidence suggests once the rrt was disabled the oversensing was mitigated. The system remains in-service. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.